Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. Review of the manufacturing records confirmed that the devices in this batch met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damaged occurred. During preparation of a 6.0mmx18mmx150cm express¿ vascular sd stent, it was observed that the tip of the device was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.